Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
There was an issue with the product orthopilot cap. It was reported that during the procedure, the orthopilot no capture the marker. The latter, although intact at the beginning of the procedure, is devoid of a healthy reflected area (red dot appears). There was no patient harm, however there was a 5-minute surgical delay for the sensor exchange. Additional information was not provided. Additional patient information is not available. The malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device is not available for investigation. Batch history review: the device quality and manufacturing history records have been checked for the lot number (19914418d2) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage. Rationale: according to the quality standard a material defect and production error can be excluded. Without the product we can not determine the exact cause. The devices are checked after the manufacturing process and therefore there is the possibility for an usage error due to an improper handling. Due to an intraoperative damage or intraoperative contamination, the error could have occurred. There is the possibility for an intraoperative contamination by handling with dirty gloves or other contamination. If further investigations are required, the product should be provided for examination. According the instruction for use the following warning and points must be observed. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.